Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 52-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During support, the implanted impella registered a high purge pressure and triggered a purge system blocked alarm. Tissue plasminogen activator was initially administered, but the decision was ultimately made to replace the pump. There was no patient harm.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was filed. The device was returned for evaluation. Upon investigation of the pump, a clot was observed in the purge gap. High purge pressure was reproduced when purging the pump with the returned purge cassette in the lab. The root cause of the high purge pressure was determined to be biomaterial in the purge gap.